Event description:
Pt stated that sn# (B)(4) (due (B)(6) 2019) started beeping couple of days ago with no error message. She stated that the screen was blank and pt also tried changing the battery but to no avail. No interruption in therapy noted. No side effect reported. Will be shipped a replacement pump with a return box. Dose or amount: 71.8 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.